Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the aorta in a 73-year-old male patient with a past medical history of coronary artery bypass graft (CABG), presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in scai stage e shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support post-operatively cardiothoracic (CT) surgery: CABG and mitral valve repair/replacement. While the patient was in the intensive care unit (ICU), the patient was having ventricular arrythmias requiring cardioversion. The event occurred when the patient's endotracheal (et) tube was being suctioned and with patient movement. The impella was repositioned. The post-procedure outcome is unknown. The impella functioned at p-3 at 1.8l/min as intended. Arrythmias may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and improper device position.

Manufacturer narrative:
A5. Ethnicity is unknown. A6. Race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added: b1 (is product problem), d3, d6b. Corrected: d4 (serial). Arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position: the cause of wrong positioning was most likely due to patient movement.